Event description:
It was reported that the patient presented to the emergency room after receiving three inappropriate shocks. There was sensing difficulty and noise, and the patient was brought to the electrophysiology lab. Visualization of the right ventricular lead revealed an insulation break. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
A report was received reporting same info as previously sent.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: distal conductor fractured; full lead analyzed.